Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 1 occurred during basal delivery. A new cartridge was successfully loaded to address the event. The customer's blood glucose level was 300 mg/dl. In addition, it was reported that a minimum fill notification occurred after filling the cartridge with 250 units of insulin. Customer loaded a new cartridge to resolve the issue.